Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had physical damage. Troubleshooting was performed. Customer's blood glucose was 7.1 mmol/l at the time of the incident. It was reported that the plastic ring at the top of the reservoir compartment has detached and the reservoir compartment was also cracked. It was reported that the customer suffered from fits and was unsure if the insulin pump was knocked when they had a seizure. It was reported that the customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with partially broken retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken reservoir tube lip, cracked battery tube threads, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.